Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the tubing fill, a leak was observed toward the end of the tube. The home care patient reported that their blood glucose levels rose to 286 mg/dl due to the interruption in insulin therapy. The home care patient reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to patient reported.